Event description:
Went to see a doctor... Piece of tampon had disintegrated- vagina [foreign body in reproductive tract] rash ¿ vagina [vulvovaginal rash] disintegrated inside me...rash ¿ tampon [medical device site rash] (intense vaginal irritation) and dryness of vagina [vulvovaginal dryness] intense vaginal irritation (and dryness of vagina) [vulvovaginal discomfort] tampon partially disintegrated inside me [device breakage] case narrative: consumer reported via email that the tampon partially disintegrated inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.